Manufacturer narrative:
The report states: the report states patient was revised due to vertical cup at greater than 40 degrees. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (side unk). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation could draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to vertical cup at greater than 40 degrees. Update - 03/01/2012 - litigation papers allege patient suffered pain, weakness, difficulty with simple daily living activities and increased metallic ions in his bloodstream. Femoral head added to complaint.